Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for other chronic/intractable pain (trunk/limbs) and non-malignant pain. It was reported that the patient was getting "recharger problem [84]" when trying to charge the ins. They also saw a poor recharge quality screen. Troubleshooting during the call didn't resolve the issue. The patient stated if they didn't use cycling the ins battery depleted too quickly and they would have to charge too frequently. It was further reported that the patient would feel stimulation in their legs even after they turned the stimulator off. They said sometimes when they would get up to stand their legs would jump out from still feeling stimulation. During the call the patient was walked through ensuring the stimulator was off and it was off. No further complications were reported or anticipated. Additional information was received and it was reported that the patient was trying to charge their implant stimulator (right hip) and got a message to call medtronic, so they did since it wouldn't charge. They were sent a new pack to charge with and thanks to the new part it was charging good now. They were told that with stimulation turned off they should not feel it, but they still did. It didn't turn off completely. It wasn't a phantom feeling because they knew what they felt. After being turned off for 24 hours they could still feel it. They also couldn't determine their right from their left leg when trying to change programming strength. They would contact their specialist as needed. No further complications were reported or anticipated.